Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, the delivery shaft was fractured. The fractured portion was then removed using a snaring device and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 71.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation; however, the delivery shaft was fractured. The fractured portion was then removed using a snaring device and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.